Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+, pre-existing chordal rupture, thickened anterior leaflet, and flail. A mitraclip xtw was prepared per the instructions for use (IFU) and inserted without issues. However, while in the valve, it was observed that the grippers were not functioning as intended. The clip became caught in chordae below the valve and was unable to be removed. It was noted that chordae was wrapped around the mitraclip. Therefore, the clip was deployed on one leaflet with chordae, where it was stuck, reducing the mr to a grade of 3. There was no clinically significant delay in the procedure. On (B)(6) 2024, an echocardiogram was performed and revealed recurrent mr with grade 4. An additional mitraclip procedure was performed. Several attempts to snare out the previously implanted clip was made but was not successful. The procedure was completed with no clips implanted, with no reduction in mr. On the same day, the patient passed away. The cause of death was due to pre-existing heart failure.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported issues could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The event was further reviewed by an abbott senior director of medical affairs. Based on available information, the reported difficult gripper actuation appears to be a cascading event of the clip entrapment. However, a cause for the reported clip entrapment could not be conclusively determined. The reported slda also appears to be a cascading event of the clip entrapment (likely suboptimal deployment due to entrapment). The reported foreign body in patient and mr are cascading events of the clip entrapment. The reported death appears to be related to procedural difficulties (clip entrapment led to slda, which contributed to the pre-existing heart failure listed as the cause of death). The reported patient effects of mitral regurgitation and death, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical interventions and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed report, additional information was received: the patient was reported to have pre-existing chronic heart failure. The patient's pre-existing chordal rupture and flail were located on the anterior leaflet, near the area that was being grasped. It was noted that there was interaction with the clip and the ruptured chordae and flail. The physician believed that the chordae may have engaged with the grippers, as the gripper was not functioning properly. Post procedure, on (B)(6) 2024, an echocardiogram was performed and revealed that the previously implanted clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing the mr to increase to a grade of 4. The patient underwent a second mitraclip procedure with no clips implanted. The patient was admitted to the hospital, and a non-abbott heart pump device was implanted. On the same day, the patient passed away. The cause of death was due to pre-existing chronic heart failure.